Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an issue in regard to impedance; short circuit. The patient had good therapy. 4v, pw 60, 185 rate 2+0- 1032 ohms. The patient had bilateral stn for pd. This had been present since first post op visit, however, not noted in the or testing. This was left ins. C/0 753, c/1 752, c/2 1094, c/3 1288; 0/1 9; 0/2 1052; 0/3 1441; 1/2 1055; 1/3 1441, 2/3 1486. They needed 0 and 1 to program. The patient had therapy but not as good as right ins (see manufacturing report # 3004209178201108027). They tried c+1- but benefit was not as good. They increased pw and dec voltage and the patient's speech was worse. There was not any significant side effects or therapy response with threshold testing. Palpation was not a good tool for this patient as they had no immediate response. The patient had been in constant current for a while as they were initially having hard time obtaining/assessing benefit. They did not know if lead migration had occurred. It was discussed the tradeoffs of not intervening and leaving 0 and 1 programmed. Programming around short made the patient's speech worse. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3389s-40, lot# v734509, implanted: (B)(6) 2011. Product type: lead: product ID 3389s-40, lot# v717306, implanted: (B)(6) 2011. Product type: lead: product ID 37602, serial # (B)(4), implanted: (B)(6) 2011. Product type: stimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.